Manufacturer narrative:
Explant of the trifecta valve due to a tear in the leaflet was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 27mm trifecta valve was implanted during an aortic valve replacement. On a later date, the patient presented with severe shortness of breath to the emergency department. The patient was admitted to the hospital. On (B)(6) 2023, the valve was urgently explanted and replaced with an unknown valve. The explanted valve had a tear at one of the commissures. The patient status was unknown.